Event description:
It was reported by the customer that the pyxis medstation es system device not communicating to restock needs customer stated that there was a delay with pulling meds since they had to get the medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was verified that user required additional training. A technical support specialist guided the customer that how to apply to the reports to find the meds that need to be refilled. The system functioned as intended.